Event description:
Customer reported a malfunction with code malf 9, but no notable events occurred before this issue. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer with resetting the pump, and the malfunction did not recur after the reset. Customer was advised to continue using the pump and to report back if the issue reoccurs, which they agreed to do.